Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, "IV pump was set to infuse at 0.03 units/hour - rate of 9 ml/hr. The whole bag ran in over an hour changed brain and channel". There was no harm to the patient.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). Additional information: imdrf annex a ,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, "IV pump was set to infuse at 0.03 units/hour - rate of 9 ml/hr. The whole bag ran in over an hour changed brain and channel". There was no harm to the patient.